Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed.. The reported problem (response buttons non-functional) was confirmed. Upon evaluation, the conductor in the rear response button cable was open. The root cause of the open conductor was not positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a monitor indicating that the response buttons were non-functional.